Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited undersensing after the atrial arrhythmia ends. Boston scientific technical services (ts) reviewed the episode and showed several beats were undersensed. Ts recommended measuring the undersensed beats on a programmer and adjust sensing. As of this time, this crt-p remains in service. No adverse patient effects were reported.